Event description:
The implant was placed in tooth area #19 on 11/8/93. The area was uncovered on 3/2/94, at which time the bone was noted to be healthy and growing over the top of the implant. The crown was probably placed in 4/94. The pt had three crowns replaced because of loosening, although on 6/20/94, when the rptr saw the pt everything looked healthy. On 10/17/94, the pt was seen because of a loose crown. Clinical and x-ray evidence suggested that the implant was fractured. The rptr stated that the implant had splintered at the top and there was no bone where the implant had splintered. Upon removal of the top portion of the implant, the rptr noted that the bone around the implant looked healthy. The rptr stated that the implant was put to sleep.